Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, periodontal disease, complication in site preparation, preceding/simultaneous bone augmentation. (B)(6) are the same patient.